Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was unable to measure current battery voltage and longevity estimate was dropping unexpectedly. The device will be monitored and remains in use. No patient complications have been reported as a result of this event.